Manufacturer narrative:
Medical products cont: dtba1d1 ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p-waves on stored electrograms. Low p-wave amplitude was noted. Erroneous atrial pacing at was also observed at time; possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.